Event description:
It was reported that a patient had not felt stimulation "in at least a few years." It was stated that the implantable neurostimulator (ins) battery was suspected to be depleted. It was reported that the patient had lost the "round thing" that they placed on their hip when they wanted to adjust settings. It was noted that the patient has had other issues with knee replacement, colon cancer, and getting a pacemaker. Additional information received reported that the patient was going to see a medtronic representative on the day of the report and that she "did not have any problems." It was stated that the patient's device was "not working." It was noted that the patient was going to have surgery, but no date was set. It was stated that the battery was dead. It was noted that both the representative and the doctor knew of the issue. It was stated that they were planning on putting an ins on the patient's right hip since "it had not worked on the left hip." The patient had not dealt with stimulation issues due to other health issues.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3080, lot # l95777, implanted: (B)(6) 2001, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).